Event description:
A spike of a transfer set was broken during connection with clean flash. The set was in use for 17 days. There was no pt injury or medical intervention associated with this incident according to the international affiliate.